Event description:
It was reported that the patient was hospitalized for syncopal episode. Device interrogation noted vt, and atp was delivered that was treated with appropriate shock therapy. Programming changes were made. The patient was discharged in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.